Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had continuous ventricular arrhythmia requiring defibrillation. Arrhythmia was previously reported under manufacturer report number 2916596-2022-11392.

Manufacturer narrative:
Section b2: corrected. Section d1: brand name: corrected. Section d4: model number, catalog number, serial number, lot number, expiration date, and UDI: corrected. Section h4: device manufacture date: corrected. Section h6: health effect - impact code: corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted from (B)(6) 2024 for the cardioversion.